Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy. The indication for use was spinal pain. It was reported that patient's first pump was removed (B)(6) 2015 due to an 8 week cerebral spinal fluid (csf) leak. The patient stated they "went in 5 times to try and close it". They first noticed the csf leak when she went in to get her sutures out in (B)(6) 2015. The patient stated there was no medication in the pump yet. After the pump was removed in (B)(6) 2015, the patient was in the hospital for 3 weeks, as they thought the patient might have had an infection. Her labs were all normal, but they had her on heavy antibiotics and an intravenous drip when she went home. In (B)(6) 2016, she had another pump placed. The patient noted that all of the info she had was for the 2015 pump and not the 2016 pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.